Event description:
An optometrist reported that a female pt experienced 'severe keratitis' after using a new bottle of blink contact lubricant eye drops. She used one drop from this particular bottle in each eye when she experienced symptoms that she described as 'like pouring acid' in her eyes. She has used the product successfully in the past and has worn contact lenses for a number of years. Follow up from the pt, indicated she rinsed her eyes with water when the burning began. The pain worsened, so she had a friend drive her to her optometrist. The doctor flushed the pt's eyes and treatment with pred forte was prescribed. The burning continued for 24 hours. The pt's eyes were swollen the next morning. Her vision was blurry for 5 days and interrupted her daily routine for driving and she was unable to report for work. The pt has recovered and returned to her normal routine.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Manufacturer of reported device performed microbiology and chemistry evaluations of the actual product used by the consumer; all results were within specifications and bioburden free. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. No other complaints have been received for this lot number. The root cause has not been established.